Event description:
My surgeon used the medtronic infuse which caused my pain and required me to see a doctor frequently after the surgery and has me constantly worried about whether things will get worse because I am getting worse. More pain and walk with cane and take more pain med everyday. (B)(6) is disabled due to this procedure. Nerve damage to left leg.